Event description:
The facility biomed reported a flo-gard infusion pump with failure code f-38. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with failure code f-38 was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be a malfunction in the tube misloading detection circuitry due to both force-sensing resistors being defective. Both force-sensing resistors were replaced and calibrated to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.